Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported by the patient as due to ¿a leak in the tube¿. No further detail was provided regarding the specific product involved or the exact location of the leak. Treatment for the peritonitis was not reported. On an unreported date the patient was hospitalized for the event. On an unreported date, the patient¿s pd catheter was removed due to the peritonitis and the patient was transferred to hemodialysis. The outcome of the peritonitis was not reported. No additional information is available.